Event description:
This event was noted during a quality review. The dura star was sent to the manufacturer when the event occurred. The dura star did not deflate initially. A second attempt was made to apply suction. The balloon ruptured somewhere within the shaft of the catheter between the proximal port and the balloon. On fluoroscopy, the balloon was intact. The balloon visually had shrunk enough for the md to gently withdraw it from the rca. The pt developed myocardial ischemia, which was treated in the conventional fashion with IV fentanyl. He remained hemodynamically stable. Although he did become slightly hypertensive and mildly bradycardic.